Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation will be lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain, "burning sensation," and ¿4 unknown masses¿ in the breast and one in the ¿lymph node.¿ lymph node was located under patient's armpit and patient experienced "painful breathing and pain around heart." Patient is pregnant. The device remains implanted.

Event description:
Patient reported "¿day to day life awful," couldn't "look after new born baby at times," and unspecified "strange health issues." The device was explanted and "{patient's} health has been fantastic and all the issues have gone away." A "small leak" was found during explant surgery.

Manufacturer narrative:
Additional, changed, or corrected data: a.2, b.3, b.5, b.6, d.7, g.1, g.3, h.6. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.